Event description:
The reporter states the customer, her grandfather, had his meter tested at the hosp and obtained the following back to back results of 239 mg/dl on his meter and 105 mg/dl on the hosp meter. He was taken to the hosp earlier that day, by his grandaugher, due to readings on his meter in the 500s and his feelings of shortness of breath and dizziness. The hospital asked him to return later to perform comparative back to back testing as documented above. No treatment was rec'd during the two hospital visits and his current condition is good. Controls were not run by the customer on his meter. Returned requested and replacement was sent.